Manufacturer narrative:
The glidescope video baton 3-4 as well as a glidescope gvm video monitor were returned for evaluation. The technical service representative confirmed no image was displayed. The video baton was noted to have a cracked and chipped camera lens and the camera cover on the baton was damaged causing the camera to be loose at the baton/camera junction point. The returned video monitor was also noted to be damaged in several locations, the battery was four years old, and the software was outdated. As there are no repairs available for the video baton the video baton was scrapped. The customer elected to not repair the gvm monitor, and it was returned to the customer unrepaired. The glidescope operations and maintenance manual (omm) states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was an intermittent image. The customer also reported the lens on the video baton was damaged. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.